Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a low blood glucose event while using the ilet, with a fingerstick value of 60 mg/dl that rose to 95 mg/dl during the call; troubleshooting and education were provided, including best practices for treating hypoglycemia and counseling that glycemic excursions can occur during early device use. Symptoms included hypoglycemia. Outcomes included resolution of the low without hospitalization or medical intervention beyond self-treatment. Investigation included a complaint review and user education. Investigation of this case revealed no device malfunction and no component failure identified, with the event consistent with glycemic variability during initial adaptation to automated insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.